Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic procedure, when the surgeon fired the device the clips were able to release from the jaw, however it would not clamp down. There was an unknown intervention required due to the device problem.